Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas¿s and the reported stroke could not be determined through this evaluation. A research article was received (date of publication: apr2020). This study evaluated the action (advanced cardiac therapies improving outcomes network) registry to determine the stroke frequency in cfvad (continuous flow vad) patients between april 2018 and september 2019. Thirty three heartmate 3 patients were identified in the registry. One patient (2%) experienced a stroke during 6,920 days of support. The specific device and other case/patient information is not available and was not requested. No product was evaluated. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿intracorporeal vad outcomes in the action quality improvement network¿ identifying that the heartmate 3 may be related with stroke. This study evaluated the (B)(6) registry to determine the stroke frequency in cfvad implanted patients between april 2018 and september 2019. A total of 33 hm3 patients were included. One patient (2%) experienced a stroke during 6,920 days of support. It was reported that the patient had a stroke. No additional information was provided.